Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a glucose value above 400 mg/dl after breakfast despite issuing a meal announcement, and the user observed possible air bubbles in the infusion tubing; the user then changed the contact detach infusion set and resumed insulin delivery, and education was provided regarding potential causes of elevated glucose related to air in the line and insulin-on-board calculations. Symptoms included high blood glucose. Outcomes included user self-management with infusion set replacement and continued monitoring. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the event consistent with hyperglycemia of unclear cause potentially associated with infusion delivery issues such as air in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.